Manufacturer narrative:
The returned device was evaluated and during an internal inspection of the device, the unit was found to have an open circuit on the system board. In addition one foot capture was found to be broken. The device history record (DHR) was reviewed and it was determined that the device met all release criteria.

Event description:
It was reported that "the unit was working and then powered off and would not power back on". It was reported that there was no error message or alarm and that occurred on ac power. No medical intervention was required.